Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-07262012-002-r; 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of an increase in time when recharging her ipg. It was also reported the patient's ipg is "stuttering" and the charge only lasts for 72 hours. Follow-up information revealed a replacement charging system was sent to the patient which did not resolve the issue. In addition, the patient's ipg is now inoperable. The patient will undergo surgical intervention as the next course of action.